Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was missing or broken from the attorney of the family. The information received on (B)(6) 2021. Attorney reporter alleges that use of medtronic insulin pumps caused personal injury to the customer on (B)(6) 2019. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.